Manufacturer narrative:
Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip completely broken off and test reservoir won't stay/fit in properly, minor scratched display window.

Event description:
Customer reported via phone call that there was a crack on the reservoir compartment. Reservoir would not fit in correctly. Device would push the reservoir up during prime. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.